Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that variable impedance measurements were observed. The physician deactivated the lead. No further information is available.